Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4076-58 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was not always seeing atrial fibrillation (af) while in unipolar configuration. It was noted that the lead is a bipolar lead. The lead remains in use. No patient complications have been reported as a result of this event.